Event description:
It was reported that the patient fainted and woke up on the bathroom floor. She was taken to the emergency room (ER), and subsequently had a pacemaker system implanted. A few days later she was in "pain" and was taken to the ER via an ambulance. She had a right ventricular lead revision. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.